Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology at the time of the implant are unknown. It was reported that during a routine follow-up, the patient was found to have a small proximal type I endoleak and a type ii endoleak with slight aneurysm expansion (exact size unknown) in comparison to the aneurysm size from the previous study. The decision was made to repair the type I endoleak with stents or stent grafts. The physician elected to use another manufacturer's stent which was mounted onto a 30mm x 4cm balloon and upon deployment of stent at the proximal portion of the bifurcated stent graft, the stent expanded to about 24 mm and it was free floating within the stent graft. The other manufacturer's stent could not be expanded any further. The physician decided to snare the stent down to the level of the iliac artery and used a balloon to crush the stent into the wall of the stent graft. An aneurx iliac stent graft was then implanted to superimpose the stent. At the end of the procedure, the type 1 endoleak had resolved, likely due to the ballooning and no further intervention was performed. The type 2 endoleak was not addressed at this time. No additional clinical sequelae were reported and the patient is fine.

Event description:
It was reported that during an unknown procedure, one of the devices fired scissored clips. Another device was pulled and the clips did not close correctly. The device was also sliding off the tissue when the trigger was pulled. A third device was pulled and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Device b batch # g9k439 mfg date: 5/14/2010 exp date 4/14/2015. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.